Event description:
The hcp reported the pump was explanted and replaced and returned to the manufacturer for analysis. The reason for removal was reported as "stalled pump." A follow up report will be sent when additional information is received.